Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie had failed to release. A field service engineer removed an obstruction between the cubie and the tray and reseated the row board cables. After a reboot, a5 displayed the correct address and successfully recovered. The unit was then ejected and returned to the pharmacy. Functionality checks were performed using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, failed cubie and was unable to release. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.